Manufacturer narrative:
The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The result from a fingerstick test on the meter at 6:38 a.m. Was 370 mg/dl. The patient was re-tested using a fingerstick test on the meter at 6:41 a.m. And the result was 142 mg/dl. The result from the laboratory from a sample drawn at 6:45 a.m. Was 140 mg/dl.

Manufacturer narrative:
Qc was performed on the meter on the date of the event with passing results. The test strips were requested for investigation. The test strips were received for investigation and tested on a retention meter. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1 ¿ 47, 46, and 45 mg/dl level 2 ¿ 312, 315, and 309 mg/dl all returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.